Manufacturer narrative:
The unit was later sent to bench repair where it was confirmed that the pin alignment between the solenoids and data acquisition pcba were not aligned correctly. Bench repair then realigned the pins between the solenoids and da pcba. Bench repair has not yet completed full verification testing to return device to service.

Manufacturer narrative:
Bench repair realigned the pins between the solenoids and data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but there was no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating proximal sensor auto zero error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed the error in the event log. The customer also informed the rse that they had recently replaced the flow sensor assembly. The rse then advised the customer to check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The customer then reinstalled the da pcba onto the solenoids, but this did not resolve the issue. The customer requested bench repair.